Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve into a previously implanted surgical valve, the transcatheter valve was observed to not be functioning properly at 80% deployment. It was reported that an anatomical factor prohibited the valve was expanding to a functional level at 80% deployment. The valve was recaptured and removed from the patient. A new valve and delivery catheter system (dcs) were used for the procedure. No adverse patient effects were reported.